Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. Consumer reported she experienced burning and tearing after product use that resulted in a visit to the doctor. According to the doctor, patient presented with complaints of discomfort upon lens insertion. Patient was diagnosed with conjunctivitis and also had mild superficial punctuate keratitis and staining. The doctor prescribed zylet. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and signs reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Doctor confirmed that the patient¿s eye condition was not serious and that the patient has dry eyes. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported she experienced burning and tearing after product use that resulted in a visit to the doctor. According to the doctor, patient presented with complaints of discomfort upon lens insertion. Patient was diagnosed with conjunctivitis and also had mild superficial punctuate keratitis and staining. The doctor prescribed zylet. Doctor confirmed that the patient's eye condition was not serious. The doctor reported that the patient has dry eyes, and the patient reported that she restarted use of restasis drops after stopping zylet. Patient has recovered. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.